Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through three (3) clearlink non-dehp solution sets with duo-vent spike. During doxil infusion, the medication flow ceased approximately 15 minutes after initiation. Attempts to restore flow via free-flow were unsuccessful. The pharmacy replaced the tubing twice more; however, the issue recurred after approximately 15 minutes each time. The infusion was subsequently switched to standard tubing, after which no further interruptions occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.